Manufacturer narrative:
The implant remains in situ. It was used for treatment, not diagnosis. The original surgery date, part number nor lot number were provided. A postoperative radiograph was provided which confirmed the event. Based on the information provided, a root cause could not be determined. If additional information, a supplemental report will be filed accordingly.

Event description:
Around 6-months postoperative, a radiograph revealed a broken screw. No plans for revision surgery.